Manufacturer narrative:
Device 5 of 15. E1: complainant street address: (B)(6), complainant city: (B)(6), complainant state: (B)(6), complainant postal code: (B)(6), complainant country: (B)(6), name of affiliation: getz bros. Philippines, inc. Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: the lot 2h00538 was manufactured on 08/02/2022, bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 08/21/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photos related to the reported problem were available for evaluation. Investigation conclusion: the purpose of this investigation is to identify the potential causes for the complaints reported for the malfunction code ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc) ¿ and ¿foreign matter (e.g. Hairs, insects) within primary pack (sterile products)¿, in products manufactured on manufacturing lines, as well as the corresponding corrective and preventive actions required to prevent issue re occurrence. As part of the preliminary investigation for the nonconformance, the impact was determined as major since the failure is a quality attribute detected by existing detection methods and product effectiveness could have an adverse impact. The risk level based on the individual risk acceptability criteria and risk evaluation above is moderate, meaning that risks are broadly accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. The complaints as described have been reviewed and does not represent a threat to public safety. In addition, as per ¿work instruction (wi) complaints process: manufacturing site investigations¿, the severity reported for those cases is high. For these reasons, a corrective action / preventive actions (CAPA) plan will be generated. After brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: dirty carts to transport materials; dirty trays. Method: mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Manpower: inadequate electrocuting lamp maintenance. A CAPA plan was generated to track the implementation of these actions and measure the effectiveness in the product and the process. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received, should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
It was reported that a black dot was found on the dressing during the value-added services (vas) activity. It was unknown whether the product used by the patient or not. The photographs depicting the issue were received from the complainant.